Event description:
During the procedure the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion ballooon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician aligned the hypotube into the microseal adapter and turned the knob and the teeth jammed onto the wire and would not release. The occlusion balloon was still inflated and with this jammed microseal the occlusion balloon would not deflate. The physician used the method referenced in the instruction for use and cut the hypotube and the occlusion balloon deflated. The device was removed and the pt is reported to be fine.